Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The test strips were also returned but not yet evaluated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan from (B)(6) alleging the one touch verio pro meter has incorrect results in the memory. It was noted that when the mother tried to go into the meter memory, the patient had the same results and date for several results. The patient's mother did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's mother claimed the meter had incorrect results. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's mother did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.